Manufacturer narrative:
Device responded to button presses. No unresponsive button noted. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device communicated properly with the guardian link 3 and the test plug. Device passed displacement test rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons respond very slowly. The customers blood glucose level was 190mg/dl and the sensor glucose level was 130mg/dl at the time of incident. Customer also reported that the insulin pump was in active mode during the time of incident and calibration was not accepted. The insulin pump was in auto mode. Customer also reported that the buttons are super delayed like a 2 to 3 seconds delayed. The insulin pump will be returned for analysis.